Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient suffering from metal on metal complications. Additional information received 05.09.2018 from (B)(6). Invoice located, added part numbers, implant and revision dates, updated complaint mode to modular neck corrosion.